Event description:
Related manufacturing report: (B)(4). It was reported that patient presented in clinic due to their right ventricular (rv) lead exhibiting high capture thresholds. A chest x-ray was performed to reveal that the lead had been dislodged. The rv lead was explanted and replaced. Later, the patient presented in clinic for follow-up. Device interrogation showed that the ICD exhibited premature battery depletion. The ICD was explanted and replaced. Patient had no consequences.

Manufacturer narrative:
The report event of premature battery depletion was confirmed. Telemetry, impedance, sensing, pacing, and high voltage output functions were tested and found to be normal. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.